Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra clinical representative on 12/05/2019: 1. Section h. Box 6. Method code. 2. Section h. Box 10./11. Narrative/corrected data. 3. Section g. Box 4. Date received by manufacturer. Please note that three lot numbers were provided for the smart coil; however, it is unknown which of the three lot numbers corresponds to the complaint smart coil. The manufacturing records for each lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2019-02224. 1. Section h. Box 1. Type of reportable event.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra smart coil system include, but are not limited to, hematoma or hemorrhage at the site of entry, intracranial hemorrhage, ischemia, vessel spasm including death. Therefore, it was determined that the reported adverse events were anticipated complications. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
On (B)(6) 2017, the patient underwent a coil embolization for a midline anterior cerebral artery (aca) aneurysm using penumbra smart coils (smart coils). During the procedure, the patient experienced a transient intra-procedural vasospasm. The event was considered resolved as of (B)(6) 2017 with no medication. The vasospasm was reported to be a non-serious adverse event with a probable relationship to the index procedure and possible relationship to the smart coil.